Manufacturer narrative:
Approximate age of device - 6 years, 7 months. The device was not explanted, and will not be returned for evaluation. Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. The heartmate ii lvas instruction for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found deceased at home and the device was not alarming. The time of death was unknown. The cause of death was determined to be hemorrhagic stroke.